Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient called and le ft a voicemail indicating that they have been trying for hours and last night but cannot start a charge or get any stimulation. The patient is nervous because they are leaving the country for 3 weeks beginning on wednesday. Technical services attempted to call the patient back but the line did not accept calls. No further complications were reported/are anticipated.